Manufacturer narrative:
The device referenced in this report has not been sent to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an unspecified procedure using an evis exera iii duodenovideoscope and a single use disposable cap, the cap was found in the patient's mouth in the awakening (recovery) room. There is no report of adverse effect to the patient related to this occurrence. Case with patient identifier (B)(6) reports the duodenovideoscope used in the procedure (this report). Case with patient identifier (B)(6) reports the single use disposable cap used in the procedure. Additional information regarding the patient and reported event has been requested. At this time, no further information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device manufacture date is not available as the serial number of the device was not obtained. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. Based on obtained information, the cover was most likely attached improperly or had cracks and/or pinhole. As a result, the cover fell off. The instruction manual identifies the following related verbiage which may help prevent the phenomenon: ¿3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ olympus will continue to monitor field performance for this device.